Manufacturer narrative:
The insulin pump was received stuck in a corrupted force sensor calibration values alarm loop after battery installation due to a software error. The unit was unable to confirm the program alarm anomaly, unexpected restart error, software error, bad battery, and failed displayable history on startup alarms due to the corrupted force sensor calibration values alarm. The unit was unable to perform any tests due to the corrupted force sensor calibration values alarm. The following physical damage was noted: cracked battery tube thread, cracked reservoir tube lip, cracked casing near the display window corners, cracked display window, and minor scratches on the display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed corrupted force sensor calibration values. The patient's blood glucose at the time of incident was 145 mg/dl. The device had also alarmed program alarm anomaly, unexpected restart error, software error, bad battery, and failed displayable history on startup. The corrupted force sensor calibration values alarm occurred during normal use. The insulin pump was returned and replaced.